Manufacturer narrative:
Device analysis: product analysis confirmed a fluid leak at the pump-strain relief junction due to fatigue as well as fluid loss due to input tube wear. These identified product malfunctions would render the device non-functional. The investigation conclusion code of cause traced to component failure was chosen because a component failure was identified during product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted. Additional information was received that the patient presented to the physician with a malfunctioning device due to fluid loss and the patient recovered following the procedure.

Manufacturer narrative:
Device analysis: product analysis confirmed a fluid leak at the pump-strain relief junction due to fatigue as well as fluid loss due to input tube wear. These identified product malfunctions would render the device non-functional. The investigation conclusion code of cause traced to component failure was chosen because a component failure was identified during product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted.